Manufacturer narrative:
The customer's report was duplicated and attributed to corrupted firmware. The firmware was reloaded to resolve the report. It could not be firmly established was caused the firmware to become corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.